Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs, requiring multiple presses to elicit a response. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.